Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes has been found experiencing clotting issues during use. 11 occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: it was reported that the client is experiencing increased clotting with cbc results. Event description per attached email states, "please refer to issue on ¿client¿s concern to increased frequency of clots with cbc results, they believe that issue is lot specific to tubes.¿ the office sent 11 tubes 4 ml bd k2 edta 7.2 mg ref 367861, lot 9065804, exp 2020-07-31."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Blood collection tubes are designed to draw the appropriate volume to ensure a proper blood to additive ratio, not having the correct blood to additive ratio can lead to clotting. Also, in tubes with anti-coagulants, inadequate mixing may result in platelet clumping, clotting and/or incorrect test results. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes has been found experiencing clotting issues during use. 11 occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: it was reported that the client is experiencing increased clotting with cbc results. Event description per attached email states, "please refer to issue on ¿client¿s concern to increased frequency of clots with cbc results, they believe that issue is lot specific to tubes¿ the office sent 11 tubes 4 ml bd k2 edta 7.2 mg ref 367861 lot 9065804 exp 2020-07-31".